Manufacturer narrative:
The pump has not rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported a fail code 810:11 during pt infusion. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated, that there have been no reports of any pt incident involving this pump since the last baxter svc event.